Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in twelve (12) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between august 24, 2021 - august 25, 2021. H10: twelve (12) devices were received for evaluation. Visual inspection along with magnification was performed with the fill port caps removed and a loose foreign matter was observed inside the fill port connector of 1 sample only. The particle was examined under a microscope and was white irregularly shaped and approximately 0.1mm in size at the longest linear dimension. Further analysis by fourier transform infrared spectroscopy (ft-ir) revealed that the particle was consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified in 1 sample; however, not verified in the remaining 11 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.